Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. Initially, the customer called to report that his pump was in spanish. Troubleshooting was performed. The customer believes that the cause of his low blood glucose is possible over bolus for snack. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.